Event description:
I opened a new bottle of complete moisture plus about a week earlier than the date of event that I entered above. Within days, I had a sensation of something in my left eye and I became very sensitive to light. I went to an urgent care clinic in 2007, I was told there was a scratch on my cornea. I was prescribed antibiotic drops. Within days, I knew the medicine was not working, so I went to a different doctor the following month - I can get the exact date-. He looked at my eye and told me he was not comfortable treating it, so he sent me to a specialist that same day. This doctor said he was not sure if it was a bacterial or viral infection, but he prescribed another eye drop for me to use. I had a follow up appointment scheduled for the next week. However, over the weekend the pain became so bad that I had to have a pain killer prescription called in - approx two days later-. I went back to the doctor during the next week. He felt the problem was clearing up. I waited until one week later to start wearing my contacts again. I used a new case and new lenses. I did, however, use the same contact solution I had used previously. Within 4 days the feeling of something in my eye was back, along with the severe pain and light sensitivity. I called my doctor and they had to get me into a different one, because the other doctor I had seen the last time was not in. This new doctor told me the infection or whatever the problem was, was back. He prescribed yet another eye drop. I went back for a follow up and was given a steroid drop to use in order to get the inflammation down. This last appointment was seventeen days later. I have another follow-up in two weeks. This last visit showed a decrease in my vision as well. I have suffered all of the symptoms that have been listed in the media from the sensation of something in the eye, to severe pain, extreme sensitivity to light, excessive tearing, puffy eyelids, and possible vision loss. I am extremely frustrated and unsure of how completely my eye will heal. This is a scary feeling. Dates of use: twenty two days in 2007. Diagnosis: eye infection - possible bacterial or viral. Not sure. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.